Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged between 399-600 mg/dl. The customer administered a manual injection to address bg level. The customer administered a bolus via the pump to address their bg level.